Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on bus. A field service engineer (fse) identified that the 2-1 main was failed hence replaced the retractor band but no improvement was observed. Then the fse removed the row boards and reseated the cable. Fse tested in hardware test application and rebooted. Customer recovered and inventoried and all tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.